Manufacturer narrative:
The customer's meter and test strips were returned and investigated. Control ranges and results: level 1 30-60 mg/dl :43 mg/dl, 43 mg/dl, 42 mg/dl. Level 2 261-353 mg/dl :292 mg/dl, 301 mg/dl, 301 mg/dl. All returned results are within acceptable range. The error could not be reproduced. The meter performed as specified. The customer verified both levels of controls, level 1 and level 2, have been ran and passed within the last 24 hours on the meter. The customer noted that they attempted to run linearity on the meter, but they were unable to perform the level one test without being prompted an e-1507 error. The customer reset the meter and reports that the meter would not recognize the test strips and attempted to run linearity again and confirmed that they were prompted the e-1507 error again. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results with accu-chek inform ii meter serial number (B)(4). At 10:34 a.m. The meter result was 32 mg/dl, at 10:36 a.m. The meter result was 57 mg/dl and then at 10:38 a.m. The meter result was 69 mg/dl. The blood was obtained via heel stick. The customer cannot see any visible signs of contamination. The patient is in good condition.